Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was withdrawn from ventricular assist device (vad) support for an unspecified reason and subsequently expired. The vad remains in the patient. No further details were provided as part of the event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.